Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a kink was identified 0.5 cm from the distal tip which is distal to the transition point. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will be monitored through post-market surveillance.

Event description:
It was reported the tip of the electrophysiology catheter became bent during the procedure. There was no patient injury or medical intervention and extended procedure time reported was 5 minutes. These are commonly used devices that are readily available.